Event description:
Litigation papers allege the patient has suffered symptoms including, but not limited to pain, swelling, inflammation, infection, and damage to surrounding bone and tissue, and lack of mobility. Update: (B)(6) 2011 - part/lot numbers were identified with invoice search. Amended complaint indicates the patient had excessive levels of cobalt and chromium.

Manufacturer narrative:
Corrected:event/problem description,explant date.depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the patient has suffered symptoms including, but not limited to pain, swelling, inflammation, infection, and damage to surrounding bone and tissue, and lack of mobility. Update: (B)(6) 2011 - part/lot numbers were identified with invoice search. Amended complaint indicates the patient had excessive levels of cobalt and chromium. The complaint was temporarily reopened to add the femoral head. There is no new information that would change the outcome of the investigation. Update: (B)(6) 2011 - the sales rep has reported the revision. Reason for revision was not provided.